Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine 20.0 mg/ml at 12.586 mg/day, and morphine 20.0 mg/ml at 12.586 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and complex reg pain syndrome type ii. At an office visit with a nurse practitioner on (B)(6) 2015 the patient reported having issues with the pump re-setting itself. The hcp offered to call a manufacturer representative; however the patient left the office. The device printout was not available on the date of service. On (B)(6) 2015 the hcp was updating the pump and when it finished, the clinician programmer indicated the pump stopped due to safety count. The hcp read the pump again and updated the pump again, and the programmer again said the pump stopped due to safety count. No patient symptoms were reported. The hcp re-interrogated the pump and programmed the pump to minimum rate mode. I then had the hcp update the pump back to the infusion mode. The pump no longer was showing the message.